Event description:
It was aligned that a patient experienced an acute exacerbation of asthma and was subsequently hospitalized as a result of the innospire elegance compressor failing to deliver medication. The date of the event is unknown at this time. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged incident. A follow-up report will be submitted when the manufacturer's investigation is complete. (B)(4).

Manufacturer narrative:
The MFR received the compressor and nebulizer kit for eval. The compressor functioned as designed, and there were no operational issues. The nebulizer contained contaminants in the jet which very likely adversely affected the ability to aerosolize liquids adequately. The presence of contaminants is most likely due to incorrect cleaning procedures. Add'l info indicates the pt did not experience an acute exacerbation of asthma, but was treated for a different medical condition that was not caused by the compressor of nebulizer. Based on available info, the MFR concludes no further action is necessary.